Event description:
It was reported that the tip of a 2.00x30mm mini trek rx balloon dilatation catheter (bdc) was noted to be twisted in the packaging. A new mini trek rx bdc was used to complete the procedure. There was no device use or patient involvement, and no clinically significant delay in the procedure. Subsequently, returned device analysis observed the bdc inner and outer membrane separated. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported damage (twisting) was confirmed. Additionally, the returned device was returned with the inner and outer member separated. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported damage (twisting) and the noted inner and outer member separation could not be determined. Return device analysis note that outer member was smashed distally adjacent to the support skive/wire/bayonet, which is likely what was reported as twisted. Additionally, the returned device was returned with the inner and outer member separated. The material at both separations was jagged, which suggests that the separation may be related to tensile overload (material stress/fatigue). In this case, it is possible that the balloon catheter was inadvertently mishandled during unpackaging at the procedure, resulting in the reported damage (twisting) and noted separation of the inner and outer member, as the device revealed signs of handling. A conclusive cause cannot be determined since it is unclear when the damage and separation occurred. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.